Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was seeing blood glucose (bg) but no readings on the ilet. Pt wears dexcom g7 cgm. The agent was able to walk the patient through reconnecting sensor. The sensor connected before the end of the call and bg started to come down by the end of the call. After reaching a peak of 254 mg/dl. The ilet delivered correctional doses and bg started to come down during the call. The user did not require any outside intervention.